Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.25x23mm xience prime stent was successfully implanted in the distal left anterior descending (lad) coronary artery lesion and a 2.75x38mm xience prime stent was successfully implanted in the proximal lad. On (B)(6) 2017, the patient was hospitalized for chest pain starting on (B)(6) 2017. Medication was provided. Another stent was implanted at the distal lad, restenosed 2.25x23mm xience prime site. The event resolved and on (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.